Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part # 314.23, lot # 4417974. Release to warehouse date: jul 12, 2002, manufacturer: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated hexagonal screwdriver shaft broke during a case. There is no additional information or patient involvement reported. This report is for one (1) screwdriver. This is report 1 o 1 for (B)(4).

Manufacturer narrative:
Event occurred during a case. No patient involvement was reported in error. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated hexagonal screwdriver shaft broke during a case. No additional information reported. This report is for one (1) screwdriver. This is report 1 o 1 for (B)(4).